Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon fired the stapler across the jejunum. After further inspection of the staple line the surgeon observed that the stapler had fired and cut completely however the middle of the staple line had malformed staples with open ends present. The surgeon over sewed with suture and replaced the reload with a new white cartridge and completed the procedure. Device and reload was discarded.